Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient was presented with following pre-op diagnosis: leg pain and back pain, operation site pain. For which patient underwent fusion surgery. Reportedly, on an unknown date, post-op, the patient had pain at both leg (including inguinal) pain, back pain and as additional treatment was medicated with ketorolac. Malfunction or breakage of device was unknown. This event is possible related to the general surgery or lumbar fusion procedure, unlikely related to the disease and possible related to the minimally invasive procedure. The event is still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.